Event description:
During follow-up, an increased capture threshold was observed on the right ventricular (rv) lead due to dislodgement. The rv lead dislodgement was confirmed by diagnostic imaging. The issue was resolved by explanting and replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Helix was retracted and clogged with blood/tissue. X-ray inspection found over-torqued of the inner coil consistent with procedural damage. After cleaning, the helix could be extended and retracted. The measured full helix extension length was within specification. The cause of the reported event of high capture threshold and lead dislodgement could not be confirmed.